Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer (fse) applied pressure to cubie lid after reinserting it into its slot while simultaneously selecting the cubie on screen to trigger lid release. After several timed attempts, successfully opened the badly stuck lid caused by overstocking. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure and required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.